Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date, diagnosis and name of initial surgical procedure? Other relevant patient history/concomitant medications any concurrent procedures? How was the mesh placed? Were there any intra-operative complications? Was any deficiency or anomaly of the mesh? If yes, please describe it. Describe urinary symptoms presented following the initial procedure? Onset date? Were the urinary symptoms changed from pre-surgery condition? When was the mesh erosion first noted by a physician? Date of the partial mesh removal procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Were current urinary symptoms resolved after partial mesh removal? Product code and lot #?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient presented with urinary symptoms and the mesh erosion was found in the anterior urethra. The mesh was removed partially. Additional information has been requested.